Manufacturer narrative:
Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. No blank display anomaly noted. No motor error alarms noted. However noisy motor noted during testing due to faulty motor. Cracked reservoir tube lip, cracked battery tube threads and scratched display window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 107 mg/dl. Troubleshooting was performed. The device was returned for analysis.